Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A slight amount of body fluid contamination was noted in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis of the device memory revealed one code in the device memory to indicate that there was a shocked into an open circuit due to an out of range shock impedance measurement. No battery issue codes were noted in the device memory. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, when the physician placed the chronic right ventricular (rv) lead into the new implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements were seen in all configurations. Multiple attempts at re-inserting the lead terminal pins into the header were made with the same results. The rv lead was re-inserted into the previous ICD with normal shock impedance measurements. When the rv lead was placed back into this ICD a 1.1 joule shock was attempted and a code displayed which indicated the device had shocked into an open circuit due to an out of range shock impedance measurement. The rv lead was placed back into the previous device and an interrogation was attempted which revealed a code for a telemetry issue. The previous ICD was re-interrogated without issue. The proximal coil of the rv lead was then tested with a pacing system analyzer (psa) and yielded loss of capture and out of range impedance measurements. A new ICD was implanted and when programming around proximal coil they were able to receive in range shock impedance measurements. The chronic rv lead and second ICD were left in service. It was unknown why this attempted ICD continued to show out of range shock impedance measurements even when programming the proximal coil out of the configuration. This ICD was attempted and not implanted. No adverse patient effects were reported.